Manufacturer narrative:
Device is a combination product. (B)(4). The device was not returned for analysis. The manufacturing batch record review confirmed that the device met all material, assembly and performance specifications. The most probable root cause is considered handling damage as the event occurred without direct patient contact. (B)(4).

Event description:
It was reported that stent damage occurred. During preparation of a 2.50 x 38mm synergy ii drug-eluting stent, it was noted that the stent came out of the hoop bent when the device was removed from the hoop. The device was not used inside the patient and the procedure was completed with another of the same device. No patient complications were reported.